Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement had caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that resistance was observed as the xience stent delivery system (sds) was being advanced on the guide wire, while still outside the pt. The sds was removed so that the guide wire could be wiped down as it was sticky from use. When the xience was being removed, the stent dislodged. A new xience was used successfully. There were no pt effects. No additional event or pt info is available.

Event description:
The customer stated an architect analyzer generated error code 1007, unable to process test, when reaction vessels of lots 62433p100 and 66411p100 were in use. The issue was resolved with the implementation of lot 61218p100. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number (B)(4) and is therefore unassigned. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4).